Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, the device was difficult to toggle while being applied on closing the vaginal cuff. The device¿s needle dropped out of the device. The reload fell into the cavity of patient and was pulled out with a grasper. They grabbed a second reload but it also popped out of the device so they opened a new handle. They were able to complete the case with the new handle. There was no injury caused to the patient and no medical intervention was required.